Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal anastomosis, the customer noticed that the product was difficult to close, the anvil of the device was tilt because the tissues were thick and redesigned. The device was eventually able to be closed. It turn additional effect to turn the twist knob in order to visualize the green bar. There was excessive tissue in the barrel of the stapler. Another device was used but had the same problem. To complete the case, another surgeon came in to help maintain the head of the anvil. There was no patient injury involved regarding the event.